Event description:
It was reported that on (B)(6) 2014 at 6:20 am, an assistant of the ICU has made an adjustment on a patient monitor. In doing so, the monitor came loose from the docking station and fell on the head of a patient. After re-docking, the check of the interlock did not reveal any failure. The monitor fell on a patient's head and caused a laceration. No further injuries were identified. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.